Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose level was 440 mg/dl. When she entered her blood glucose level from the meter, the screen cleared. The infusion set cannula was bent. She received a no delivery alarm. The customer was concerned the insulin pump was not delivering insulin with the bolus wizard. The product was not returned. Nothing further to report.